Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the device was "rested" on the patient's mouth resulting in a burn. There was a temporary impairment. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: 400559603 - gd678- microspeed uni micro 150 motor, 400559604 - gd672 - microspeed uni motor cable f/foot ctrl.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Involved components: 400559603 - gd678- microspeed uni micro 150 motor; 400559604 - gd672 - microspeed uni motor cable f/foot ctrl.

Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". As documented in the checklist, the inside of the product shows a bad/insufficient maintenance. Furthermore, the maintenance is due since 2020/02. The inside of the tip shows corrosion and residues as well as the other components. The condition is due to poor preparation and the failure to comply with maintenance. Please see instruction for use (IFU), maintenance: to ensure reliable operation of the ocmplete microspeed uni motor system, the product must be maintained at least once a year in accorcance with the maintenance labeling. (B)(4). We sent the product gd450m to the aesculap technical service (ats) for investigation. The results are as follows: labeling-ok; surface - not ok - residues; dimensions - n/a; ;shape - n/a; function - not ok - the tool does not clamp, the tip was deformed hardness test - not ok comments: the ball bearings were broken, maintenance was bad, inside the tip was corrosion (B)(4). The product gd672 was also investigated in aesculap technical service. The product is without any error. (B)(4). The product gd678 was also investigated in aesculap technical service. The maintenance is due since 2019/02. In terms of the overdue maintenance it could be possible that the product running warm. Therefore, we recommend carrying out a maintenance. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably reprocessing and maintenance-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, a CAPA is not necessary.